Event description:
It was reported that an elective replacement indicator (eri) was reported. This occurred on (B)(6) 2015. Shocking was felt on the same day. The patient fell, she thought, sometime the week prior to this report. Her legs were noted to be weak on (B)(6) 2015 after taking motrin and it was reported that she had fallen since sunday. There was a concern that the stimulator may have stopped working. The patient programmer (pp) was used and indicated the implant was at 3.2 volts and stimulation was on. The implantable neurostimulator (ins) battery icon on the pp was showing empty. Follow-up determined that the manufacturer representative (rep) believed the shocking was not device related. It was noted that the patient had other health issues, especially the nerves, that result in acute pain. Regarding the eri, the patient was still able to turn the device on/off. The patient had previously been told that the device was dead and needed to be replaced. It was clarified that the device was not dead but was just showing the eri. The device not being dead was confirmed by it being able to be turned on/off. No known intervention regarding the eri occurred but the patient was going to meet with the rep on 2015-jul-09. Additional information received reported that the device was replaced on (B)(6) 2015. The patient was doing well. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).